Event description:
Arterial line insertion; blood flashback present and no resistance when inserting guidewire or catheter. Upon withdraw of the guidewire, it kinked in the catheter to be withdrawn completely. Entire device was removed in kinked position. FDA safety report ID# (B)(4).